Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on and unknown date. Subsequently, the patient underwent the first stage of a two-stage revision surgery due to bone loss. The patient will undergo the second stage of the two-stage revision using a custom glenoid implant on and unknown date.

Manufacturer narrative:
(B)(4). G2: foreign: canada. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.